Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing hypoglycemia after changing the infusion set; the customer alleged at a recalled infusion set led to an over-delivery. Customer's blood glucose reading at the time of the incident was not included in the report. Customer treated with glucagon and candy. Treatment was self administered. Troubleshooting was not done at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.